Event description:
The customer reported that the systems' left monitor would go black. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative replaced the left monitor and the communication cable. The system was tested and found to be working as intended and put back in service.